Event description:
It was reported that during implant, device interrogation revealed no magnet response and failure to interrogate the implantable cardioverter defibrillator (ICD). The physician elected to replace the ICD with a different ICD. The patient condition was stable.

Event description:
It was reported that during implant, device interrogation revealed no magnet response and failure to interrogate the implantable cardioverter defibrillator (ICD). The physician elected to replace the ICD with a different ICD. The patient condition was stable.

Manufacturer narrative:
Correction: h6 investigation conclusion code.

Manufacturer narrative:
The reported field event of a magnet detection anomaly could not be confirmed. Magnetic detection testing in the lab showed the device¿s magnet detection function was normal. The reported field event of a communication anomaly was confirmed in the laboratory after the device was cut open. The device was tested on the bench and no other anomalies were found. The loss of communication could not be re-captured and the cause remains undetermined.